Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 8, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 11, 10, 3331, 170, 25). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer method code #2: 10 - testing of actual/suspected device. Method code #3: 3331 - analysis of production records. Results code: 170 - manufacturing process problem identified. Conclusions code: 25 - cause traced to manufacturing. The returned sampling line was set into a water circuit and pressurized, the bonded connection of the output of one way valve broke and the tube disconnected. It was reviewed and found that it appears that an improper tubing bond was made during the production process. A sampling line from a retention sample of the same lot was tested. The retention sample was set into a water circuit and pressurized to 1000mmhg for five minutes, while placing mild tension on the bonds periodically. The retention remained intact for the duration of the test. Review of the affected sample shows that there was an improper bond between the tube and the one way valve. The most likely root cause is improper application of the bonding agent that lead to this issue. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, that there was a leak in the manifold line near the 1-way valve. No patient involvement as this occurred during setup. There was a 5 minute delay . Product was changed out. Procedure was completed successfully.